Event description:
The user facility reported the aspiration catheter, priority one, was used for a thrombectomy. Multiple attempts were successful (5-6 times). There was more clot distally, so they advanced the catheter but stuck. When pulling it, the catheter's tip dislodged in the left main. An attempt to extract the fragment was made without success, then it migrated to the thorax.